Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention as the patient is diabetic and her ipg incision was not healing properly after her ipg revision on (B)(6) 2015 (reference MFR. Report#: 1627487-2015-26355). It was noted during the surgical intervention the physician elected to explant and replace the patient's ipg with a difference model. The new ipg was implanted in the same pocket and the pocket was closed.